Event description:
During the post-dilatation of a smart control nitinol stent, the savvy balloon ruptured below normal pressure. However, there were no adverse effects to the patient.

Manufacturer narrative:
During post stent deployment dilation to an unknown artery, the balloon was reported to have ruptured. The vessel was described as having mild calcification, no tortuosity and an 80% stenosis. There was no reported patient injury. A guidewire was inserted via a sheath introducer across the lesion without difficulty. Pre dilatation was completed using a slalom thrill balloon catheter, and a smart control stent was implanted without incident. However, during stent post dilatation with the savvy balloon catheter, the balloon ruptured below nominal pressure. The catheter was withdrawn and another slalom thrill balloon catheter was used to complete the procedure. The product was prepared and clinically used as per the product instructions for use. The product was not available for evaluation and testing. However, a device history record review was completed and results indicated that this lot of products (r0606325) met all requirements per the applicable manufacturing quality plan, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.